Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to the operational circumstances of the procedure, it is likely that manipulation against resistance during advancement caused the shaft to kink and inadvertently deploy the stent implant in the introducer sheath since it was stated that the deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle, as this can only happen if the thumb slide was manually moved. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. The vessel diameter was 6 mm and a 6f unspecified sheath was placed. The lesion was prepped with an unspecified 7.0 mm balloon dilatation catheter. A 6.0 x 100 mm supera self- expanding stent system (sess) was advanced and met resistance through a previously deployed, restenosed non-abbott stent. On deployment of the stent, the delivery system of the sess bent [kinked] and the stent deployed in the 6f introducer sheath. None of the stent deployed in the anatomy. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. The stent was removed with the sheath and the procedure was completed by surgically patching the superficial femoral artery. Patient was reported to be doing well post procedure. No additional information was provided.